Manufacturer narrative:
Patient age, date of birth, and weight not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a plate and cortical screw removal on (B)(6) 2018, the small hexagonal screwdriver shaft, quick coupling was worn out and could not remove the cortical screws. The implants were removed because the patient¿s bone had healed. Another screwdriver was used to complete the procedure successfully with no delay. The patient status reported as stable. Concomitant devices reported: cortical screws (part number unknown, lot number unknown, quantity unknown). This report is for one (1) small hexagonal screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 314.030; lot: 1584225; manufacturing site: haegendorf; release to warehouse date: october 26, 2006 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation flow: device interaction / functional visual inspection: visual inspection performed at customer quality (cq) confirmed the condition of a malformed/rounded hexagonal tip, which agrees with the reported complaint condition. The distal hexagonal tip shows significant cumulative wear. Functional test: a functional test in effort to replicate the reported condition of not being able to remove a screw could not be performed at cq as the mating screw from the event was not returned. However, the visually confirmed rounded edges on the hexagonal tip would contribute to difficulties during use. Therefore, the received condition is consistent with the reported condition and this complaint is confirmed. Document/specification review: the returned device was manufactured in october 2006 and is over 11 years old. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Design drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Dimensional inspection: the flat to flat width of the distal hex tip measured 2.513mm at cq (micrometers om521) which is within specification of 2.50mm+0.02/+0.006mm per design drawing. The point to point width of the distal hex tip could not be accurately measured at cq due to the post manufacturing damage (rounded edges). Conclusion: a definitive root cause for the returned 11+ year old screwdriver shaft tip becoming rounded could not be determined based on the provided information. The most likely cause is cumulative wear over 11 years of use. This complaint is confirmed, however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.